Event description:
Healthcare professional reported capsular contracture, baker grade unknown, late seroma, and a diagnosis of lymphoma - alcl; pathology has been received and the markers of cd30+ and alk- have been confirmed. The following reported event has been deemed not related to the device: "several millimetric sized cysts were seen." Affected side is right. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, deformation and weight to the spec. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl, seroma - late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl; seroma - late; capsular contracture. Official date of alcl diagnosis: (B)(6) 2020.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown, late seroma, and a diagnosis of lymphoma - alcl (pathology has been received and the markers of cd30+ and alk- have been confirmed. The following reported event has been deemed not related to the device: "several millimetric sized cysts were seen." Affected side is right. The device has been explanted.